Event description:
During manufacturer review of a patient's vns programming history, it was identified that a faulted systems diagnostics test occurred on (B)(6) 2008, which changed the patient's vns settings to unintended parameters. A final interrogation was not performed to verify settings on (B)(6) 2008. The change was not noted until the next office visit on (B)(6) 2008, when the settings were corrected. The physician has since been trained to always perform final interrogations to verify settings.

Manufacturer narrative:
Analysis of programming history.